Event description:
The customer reported to olympus medical that evis lucera elite bronchovideoscope did not have the proper bending angle. The device was returned to olympus medical for evaluation. Examination showed the connecting tube's coating was peeling. The peeling area measured 1 mm2 or more. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. No adverse effects to patient reported.

Manufacturer narrative:
The device evaluation was able to confirm the reported issue: the bending angle in the up direction did not meet with specifications. This issue was caused by wear of the angle wire. In addition to the peeling found on the connecting tube, a dented area was found. The evaluation could not confirm the root cause of the peeling. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. The device labeling was reviewed. The review showed the instructions for use for this device had the following warning related to avoiding external stress: "warnings and cautions: do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient." In addition, the device reprocessing manual includes the following precaution relevant to reprocessing and inspecting the device: "olympus cannot guarantee the effectiveness, safety, and durability of reprocessing methods not described in this reprocessing manual. If you choose to use a reprocessing method not recommended in this manual, the local institution and/or physicians must assume responsibility for its safety and efficacy. Make sure to carefully inspect each piece of endoscopic equipment for irregularities (damage) prior to each patient procedure. Do not use the equipment if any irregularity is found." Finally, the device reprocessing manual includes the following instructions relevant to the device's storage environment: store the endoscope and accessories in an endoscope storage cabinet that also protects the equipment from physical damage. To prevent damage, do not store the endoscope and/or accessories in direct sunlight, at high temperatures, in high humidity, or exposed to x-rays, ultraviolet rays, or ozone. To prevent damage, do not store the endoscope and/or accessories with chemicals or in a gas-generating area. Do not coil the endoscope¿s insertion tube or universal cord with a diameter of less than 12 cm. Such improper storage may damage the endoscope." Olympus will continue to monitor field performance for this device.